Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 63.5mm abdominal aortic aneurysm. It was reported that during the index procedure, the main body graft was deployed and cannulation of the right contralateral limb was performed. The limb stent graft 16-10-156 was prepped with saline. When tried to advance the device thought the stiff wire it did not go through. A different wire was used and the device advanced with no issues. It appeared to have been caught from its proximal side. It was noted that creases were observed in the graft cover around the second distal stent of the stent graft. Since this was the only device available in this size, the physician decided to carry out the procedure with the damaged delivery system. The device was then able to pass through the stiff wire and was deployed with no issues. No problems were detected during removal of the delivery system. The device was ballooned. No leakage or vessel damage were noted in the final contrast study. Per the physician, the graft cover might have been damaged when loading into the guidewire. No additional sequelae were reported and the patient is fine.